Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing but with no result. The most likely cause for the reported event is due to user handling. The instruction manual gives several warning to prevent this type of cord damage. ¿do not use a cable with brittle or defective insulation. Replace the cable. Visually inspect the cable and the plugs for irregularities on the surface. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. In case a product has externally visible defects contact the responsible olympus representative at once.¿

Event description:
Olympus received a medsun # (B)(4) that reported during an unspecified procedure, the electrocautery cord ignited, popped and completely disintegrated from the joint after being activated. The cord was removed from the field. There was no patient injury reported. Additionally, it was reported that the user facility¿s clinical engineering inspected the cord and found that it appeared the cord damage was due to a short caused by stress or stretching applied on the cord and age. The clinical engineer in formed the surgery center that "olympus recommends checking this cable prior to each use and not to use it after one year of use.¿